Event description:
Terumo slender radial sheath (6f) accordioned in the artery after initial placement, impeding catheter manipulation and requiring exchange of the sheath. This also occurred with the replacement sheath which was then replaced with a different type of sheath. Both defective sheathes were from the same lot.